Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red uncomfortable irritation that popped on his right side. The patient described the irritation from around his breast on his right side, under his arm and goes up on his shoulder and back. There was no alleged device malfunction contributing to the irritation. The patient used neosporin on the area then found out he had shingles. The patient received medication from a medical professional and the irritation improved. Supplemental report 9/20/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red uncomfortable irritation that popped on his right side. The patient described the irritation from around his breast on his right side, under his arm and goes up on his shoulder and back. There was no alleged device malfunction contributing to the irritation. The patient used neosporin on the area then found out he had shingles. The patient received medication from a medical professional and the irritation improved.